Manufacturer narrative:
G4: 07jan2020. B4: (B)(6). The service technician performed an investigation for the reported phenomenon then confirmed the unit operated properly at the service center and the phenomenon was not duplicated and no abnormality was confirmed. Service technician confirmed the green led (light emitting diode) of power switch had illumination failure at performing operational check so the power switch overlay was replaced to resolve the reported issue. The unit was investigated but no abnormality was confirmed, the service technician considered an external factor might have generated the phenomenon. No abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance 2 procedure to prevent failure: blower assembly , lithium-ion battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter. Performed each alarm test, each mode test, o2 (oxygen) test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test. Unit was checked overall, run in tests then confirmed it worked properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/09/2019.

Event description:
The customer reported proximal pressure line disconnect alarm occurred. The service technician indicated the alarm occurred when pre-use check was performed at the hospital, the circuit used was connected to another unit, which was the same version then the alarm didn't occur. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.